Event description:
Doctor reported that the screw is not holding the crown due to a fracture, kept becoming loose. The procedure has been completed with a new screw.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Lot number unknown / not provided. Customer has indicated that the device has been lost therefore, the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® gold-tite® hexed screw (iunihg) was reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Functional testing could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was 'high bone density ¿type I'. The device was intended for an unknown tooth site. X-ray & picture evaluation: x-ray and picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review could not be performed since the lot number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review: a complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie /product holds for the reported product for similar events (complaint category keyword: fracture: screw). Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified.